Event description:
It was reported the radiopaque marker detached, but remained on the guidewire, during an abdominal abscess drainage procedure. Retrieval of the detached marker utilizing a dilator was uneventful. Another unit was used to successfully complete the procedure without patient complications. The co's follow up revealed resistance was encountered during the procedure. The co's continual exertion against resistance may have contributed to this event.

Manufacturer narrative:
A six french sheath was received, evaluated and retained by this MFR. No other components of the device were returned. Microscopic evaluation of the sheath revealed the crimp marks, indicative of the original site of radiopaque marker attachment, were approx. 5 millimeters from the tip of the sheath. Two deep scrape marks were observed extending from the point of attachment to the extreme distal tip of the sheath. The tip of the sheath exhibited a 1 millimeter split along the shaft. The sheath material was compliant and within specifiction. This device displayed characteristics consistent with exertion against resistance, the split on the tip as well as the deep scrape marks. Follow up indicated it was a difficulty procedure and resistance was encountered. Therefore, co believes these factors may have contributed to this event. Microscopic evaluation - entire device not returned for evaluation.